Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture, pain, seroma-late and cyst-ndr was reviewed on 27-april-23. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Seroma-late:unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "leaking, ruptured, pain" and ¿minimal traces of fluid around the implant, cyst at 6:00 in the left breast shown in the ultrasound." Device has been explanted.

Event description:
Healthcare professional reported left side "leaking, ruptured, pain" and ¿minimal traces of fluid around the implant, cyst at 6:00 in the left breast shown in the ultrasound." Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: pain: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.